Event description:
A caller reported that the quick bolus/wake button on their pump was difficult to press and required multiple attempts to activate the pump screen. There was no reported impact on the customer's blood glucose level. A replacement pump was sent to the customer.